Manufacturer narrative:
(B)(4). Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the jaw of a rongeur broke during surgery when it was being used to remove disc material. The procedure was completed using an alternative instrument. There was no report of patient injury associated with this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation

Manufacturer narrative:
The returned rongeur was evaluated. The jaw was confirmed to have fractured off. The cause may be attributed to forces placed on the device during usage. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding device usage.